Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was not satisfied with her visual outcome approximately 3 months post successful lens implant. Reportedly, the lens/eye was not accommodating properly. The patient went to another ophthalmologist for a third opinion. The third opinion doctor agreed that the surgery looked fine and that the patient should get eventually used to her iol. The third opinion doctor didn't feel that lens explant was a good idea since patient's vision was "close to perfect both eyes". The patient tested 20/25 and j4 ou, with astigmatism. The lens was explanted approximately 13 months post lens implant and another model lens was implanted. The surgeon indicated that in his opinion the likely cause of the events was significant ciliary muscle function. The patient's current status was described as "goo". This event pertains to the patient's right eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7459723) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.